Event description:
It was reported by repair work order that the brakes had malfunctioned due to a broken brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.